Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "that after an io insertion the needle disconnects from the drill. They then go to pull out the needle manually and the cannula is coming back out with the needle. They stated its happened [an estimated] 8 insertions but they do not have packaging." This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "that after an io insertion the needle disconnects from the drill. They then go to pull out the needle manually and the cannula is coming back out with the needle. They stated its happened [an estimated] 8 insertions but they do not have packaging." This report addresses the first device.